Event description:
Philips received a complaint on the heartstart xl+ device indicating that the self-test failed.

Manufacturer narrative:
Phone number: (B)(6).

Manufacturer narrative:
The rse evaluated the device remotely and determined that the treatment implementation test failed. The device could not be repaired as the customer refused the service. The device remains at the customer site and no further evaluation is warranted at this time.